Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Subsequently, this patient underwent additional intervention where the rv lead was explanted and replaced. No additional adverse patient effects were reported.